Event description:
It was reported that during a shunt percutaneous peripheral intervention in the lower extremity, a foxcross dilatation catheter was advanced without resistance and inflated four times at 12 atmospheres (atms), 12 atms, 14 atms, and 16 atms for dilatation. During the fifth inflation at 16 atms, the balloon ruptured. The foxcross dilatation catheter was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified